Manufacturer narrative:
D4: corrected UDI

Manufacturer narrative:
D1 (brand name), d4 (serial, catalog) has been updated. E1 (zip code & zip code extension) has been added as these was omitted from the initial submitted. Ppae (tachycardia/ hemodynamic instability): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 54-year-old male patient underwent impella 5.5 implantation to support a protected high-risk cardiac surgery (type¿ii protected high-risk procedure). Postoperatively, the patient developed ventricular tachycardia (vt), requiring re-opening of the sternotomy. The patient subsequently entered sustained vt, necessitating paddle cardioversion and administration of lidocaine boluses for arrhythmia management. Due to ongoing hemodynamic instability, the patient was transitioned to vva ECMO support. With this management approach, the patient subsequently experienced a successful mechanical circulatory support course with timely, appropriate, and successful weaning.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.